Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave blank screen and the leds illuminated. The device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device gave blank screen and the leds illuminated. The device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.